Event description:
The user facility reported that during an unspecified procedure, there was no image and lines were observed on the display with the 4k camera head. A similar device was used to complete the intended procedure. The user facility indicated there was no clinically relevant extension of the procedure due to this issue. There was no patient harm or user injury reported.

Manufacturer narrative:
The device was sent to an olympus service center for evaluation. Inspection and testing found that when the device was connected to the video processor, only test patterns, such as color bars, were visible on the screen. The issue was found to be caused by a damaged video cable. It was also observed that the sheath of the camera cable had perforation damage that resulted in an air leak. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon occurred due to cable damage. The cause of cable damage cannot be identified from the investigation result. Olympus will continue to monitor field performance for this device.